Event description:
The customer reportedly obtained a 410 mg/dl and 150 mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer states that he may have had something on his finger when he obtained the results. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.